Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device inappropriately shut down.complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This follow-up is reporting the evaluation of the device, this follow-up is also correcting and updating information submitted on the initial med-watch report. The customer's report that the device shut down was not replicated or confirmed. The customer's report that the device failed power-on self-test for defib and pacer was observed during review of the device's history log; however the device was put through extensive testing without duplicating the malfunction. The monitor board was replaced as precaution for both reported malfunctions. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device failed power-on self-test for defib and pacer, and inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.